Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was having a terrible issue with the stimulator. The implanted leads were so tight creating a tension and a great deal of discomfort on neck and ipg site. It was also noted that the patient got blood pressure and blurred vision. The physician believed that it was device related.

Event description:
A report was received that the patient was having a terrible issue with the stimulator. The implanted leads were so tight creating a tension and a great deal of discomfort on neck and ipg site. It was also noted that the patient got blood pressure and blurred vision. The physician believed that it was device related.